Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed in box, taken out of storage mode, given to the physician, leads connected and interrogation attempted; however, telemetry could not be established. The programmer was shut down, device attempted to be interrogated again and a red screen was noted upon interrogation stating that the device is limited to single zone.